Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and impedance issue due to lead damaged by cautery during generator changed. This ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.